Event description:
End user reports while operating the power wheelchair across the street in a crosswalk, he was struck by a motor vehicle. End user was hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the street in a crosswalk while operating the power wheelchair.